Event description:
It was reported that "patient wanted hardware removed. During the removal, the tulip head came off the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.